Manufacturer narrative:
Details of complaint: on 10/03/2019 customer stated that a power outage caused the cns device to lose power [and shut down]. Customer booted the device back with the spare built-in raid drive. Customer will replace the failed primary hard drive with a spare one. No other issues were reported with the cns. Service requested: troubleshooting. Service performed: nk tech support assisted customer in resolving the network issue. Customer resolved the cns shutdown issue on their own by booting on the secondary raid and replacing the primary raid drive with a spare one. Investigation conclusion: based on the information provided, the root cause of the boot up issue was due to hospital's power issue. Specifically, the power outage caused abrupt loss of power to the device, causing it to shut down. No other issues were related to this cns. Due to the issue not caused by the device and rather an environmental issue, no CAPA is required. Device has built mitigation mechanisms that reduce the risks to patient harm. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that their hospital had a power-outage causing the central nurse's station to power off during patient monitoring activities. No consequence or impact to the patient.

Manufacturer narrative:
The customer reported that their hospital had a power-outage causing the central nurse's station (cns) to power off during patient monitoring activities. No consequence or impact to the patient. Nihon kohden tech support had the customer swapped the hard drives, but the cns did not power back up. The customer booted up the cns by using a back-up drive in slot zero. The customer stated that they had spare hdds, so they will install a new one. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided. Concomitant medical devices.

Event description:
The customer reported that their hospital had a power-outage causing the central nurse's station to power off during patient monitoring activities. No consequence or impact to the patient.